Event description:
It was reported that the patient presented for in-clinic follow-up. After manual programming of the pulse generator was performed the parameters were displayed. However, the programmed parameters were not displayed as part of the device data summary due to a software error. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - medical device problem code.

Manufacturer narrative:
The reported event of a programming anomaly was confirmed by software investigation analysis. The provided information was reviewed and it was determined that the software is not recognizing that the units of the value have changed, and not the value.

Manufacturer narrative:
Correction: h6 - medical device problem code.